Manufacturer narrative:
Work order passed. No failure found. There is no 510k number as product not marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that one spine small passive frame had recognition failure. The passive sphere was replaced without resolution. Since three passive frames were available, the procedure was performed using the product continuously. Another one was arranged. The issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.